Event description:
During a lap cholecystectomy procedure, the device misfired an locked out while inside the patient. In order to remove device from the patient, the surgeon had to break it. A piece of the metal tip fell off into the patient while removing . Was able to retrieve the piece. Opened new one to complete procedure. No patient consequence.